Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use when the issue was discovered. The connection was re-established by disconnecting and reconnecting the battery. When the battery is removed, the power to the footswitch is removed which resets the software. There are two generations of wireless footswitch. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction z-0476-2022/field safety corrective action (2021-igt-bst-020) for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. Updated codes based on investigation.

Event description:
It has been reported to philips that the wireless footswitch was no longer connected to the system and the wi-fi indicator on the wireless footswitch was red. The customer is currently using the wired footswitch instead of the wireless footswitch. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.